Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant products: 2088tc/52, cau081741-1; pm2210, 7283043. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced.